Manufacturer narrative:
Welch allyn requested the customer return the spot lxi, the health o meter scale and the rs-232 interconnect cable for evaluation. Welch allyn is reporting this event in an abundance of caution as it is unclear which device or component caused the problem. The device evaluation is not yet complete. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer called with an allegation that their spot lxi was displaying inaccurate weight measurements during testing of a new health o meter weight scale. The spot lxi device was connected to a health o meter scale which was displaying the correct weight, however, upon data transfer to the spot lxi device, the weight measurements were off by 30 lbs in once case, and 140 lbs in another case.